Event description:
While md preparing for his day, he opened up a bd 3ml precisionglide needle and noticed it had a defect on the top of the syringe. High volume device, low frequency defect.======================manufacturer response for 3ml syringe - luer-lok with bd precision glide needle, precisionglide needle (per site reporter).======================unknown however they will monitor for trends in defects in this device.what was the original intended procedure?anesthesiology.device #1is this a laboratory device or laboratory test?no.